Event description:
It was reported the pt experienced a loss of therapeutic effect. It was stated the pt had fallen, and believed their leads had moved. It was stated the pt felt the ends of the implant were in my rectum. The pt was going to the bathroom 5-6 times per night. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).